Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: a sample evaluation could not be performed as the device was not returned. Medical records were provided and reviewed. Approximately ten months later, computed tomography of abdomen and pelvis showed right middle lobe and right lower lobe segmental pulmonary arteries consistent with pulmonary emboli. Nonspecific ground-glass opacities involving the anterior segment of the right upper lobe. These findings were likely related to the patient's pulmonary emboli and a sub segmental pulmonary infarction cannot be excluded. On the next day, the patient complained of back pain with deep breathing. A computed tomography pulmonary embolism protocol was done which showed right sub segmental pulmonary embolus although the patient denied shortness of breath. Pulmonology was consulted to aid in treatment of his pulmonary embolism who recommended full anticoagulation for life. After one year and two months, the patient had abdominal pain. After one year and five months, bilateral venograms from brachial approach showed occlusion of the superior vena cava. Thrombus was evident in the right upper superior vena cava. After seven years and five months, computed tomography abdomen without contrast showed inferior vena cava filter in place positioned below the level of the renal veins. Filter was tilted proximally to the right by 11 degrees. The distal anchoring struts extended beyond the inferior vena cava wall, on the right approximating the psoas muscle, posteriorly along the anterior margin of the spine, and on the left, along the margins of the aortic bifurcation. There was no evidence of inferior vena cava stenosis. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava. However, the investigation is unconfirmed for the alleged filter tilt as the filter was tilted proximally to the right by 11 degrees. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately ten years and ten months post vena cava filter deployment, a computed tomography scan demonstrated that the inferior vena cava filter tilted and struts perforated. There were no reported attempts made to retrieve the filter. The status of the patient is unknown.